Manufacturer narrative:
Date of event and implant: date estimated. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: a multicenter, randomized, controlled trial of totally percutaneous access versus open femoral exposure for endovascular aortic aneurysm repair (the pevar trial) this copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
This event is from a literature review identifying proglide devices used in abdominal aortic aneurysm in common femoral arteries that may be related to: pain, groin infection, pseudo-aneurysm, ischemia, vascular damage, bleeding, stenosis, occlusion, anemia and thrombosis with technical failures and hemostasis not achieved using closure and treatment methods of cut down/surgery, thrombectomy, additional device, stent placement, medication, and blood transfusion. Computed tomography and anti-coagulant used for all patients. Specific patient information is documented as unknown. Details are listed in the article, titled: a multicenter, randomized, controlled trial of totally percutaneous access versus open femoral exposure for endovascular aortic aneurysm repair (the pevar trial).

Event description:
This event is from a literature review identifying proglide devices used in abdominal aortic aneurysm procedures in common femoral arteries that may be related to: pain, groin infection, pseudo-aneurysm, ischemia, vascular damage, bleeding, stenosis, occlusion, anemia and thrombosis with technical failure and hemostasis not achieved using closure and treatment methods of cut down/surgery, thrombectomy, additional device, stent placement, medication, and blood transfusion. Computed tomography and anti-coagulant used for all patients. Specific patient information is documented as unknown. Details are listed in the attached article, titled: a multicenter, randomized, controlled trial of totally percutaneous access versus open femoral exposure for endovascular aortic aneurysm repair (the pevar trial).

Manufacturer narrative:
The device was not returned for analysis. The patient effects of anemia, hemorrhage, infection, ischemia, occlusion, pain, thrombosis, vascular injury (tissue damage), stenosis and pseudoaneurysm are known potential adverse events of use of the device. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. A conclusive cause for the reported patient effects of anemia, hemorrhage, infection, ischemia, occlusion, pain, thrombosis, vascular injury (tissue damage), stenosis and pseudoaneurysm and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article attached: a multicenter, randomized, controlled trial of totally percutaneous access versus open femoral exposure for endovascular aortic aneurysm repair (the pevar trial). This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.na - attachment: [literature cn-035676.pdf].